Event description:
Patient with esophageal cancer underwent a transthoracic esophagectomy via right thoracotomy. About an hour after the incision, while the surgeon was dissecting in the chest, the bovie tip sparked. The surgeon was not in the lung or the airway. The tip was swapped out and the surgery proceeded without incident. The patient had a grounding pad on his right thigh. The electrosurgical unit is documented as being set at monopolar and 60 for both cut and coag.